Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An effluent pressure low alarm occurred during two routine hemodialysis treatments and could not be resolved. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridges; however, it was learned through follow up that the cartridges had been discarded. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the alarm cannot be determined, however, the user's guide states possible causes as arterial access flow problem, kinked or clamped arterial patient line, effluent line clamped or disconnected from the filter, or a clotted filter. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.